Manufacturer narrative:
Visual receipt inspection: 6/6/2016 - received two (2) - one used and one new mc9013, 14" ext. Set w/0.2 micron filter, clave clear and rotating luer, lot# 3043963. No mating devices were returned. The used sample arrived wet with chemo drug. The sample was not decontaminated. Functional testing: the one (1) used mc9013 device was examined under a microscope (10 x) and found presence of damage and cracking at the filter housing. The filter itself at the corner end was also damaged and cut. The one (1) used mc9013 device was primed with water using gravity pressure (1.5psig) and water leaked almost immediately from the crack/damage at the filter housing. The one (1) packaged (unused) mc9013 device was primed water using gravity pressure (1.5psig) and then leak tested at 25 psig for 2 minutes. No leaks were found. Analysis summary: the reported product problem for leakage was confirmed on the used unit. The leakage is due to physical damage done to the filter housing which appears to have occurred during the welding operation. The filter assembly is a purchased component and therefore a supplier corrective action (scar) has been issued to the supplier.

Event description:
Complaint received regarding one mc9013, 14" ext. Set w/0.2 micron filter, clave clear and rotating luer, lot# 3043963 (mfd. 05/2016). Report states, "staff found that filter was dripping chemotherapy from the corner of the filter, exposure to chemotherapy drug on patients' skin." Unprotected chemo exposure, cleaned per hospital protocol, but no adverse consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3043963 showed that (B)(4).

Event description:
Complaint received regarding one mc9013, 14" ext. Set w/0.2 micron filter, clave clear and rotating luer, lot# 3043963 (mfd. 05/2016). Report states, "staff found that filter was dripping chemotherapy from the corner of the filter, exposure to chemotherapy drug on patients' skin." Unprotected chemo exposure, cleaned per hospital protocol, but no adverse consequences reported.